Manufacturer narrative:
Submit date: 08/26/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer states the light glove is tearing at the seam. Patient involved, no medical intervention.